Event description:
A surgeon reported several instances of bubbles in patient's eyes during surgery. The surgeon reports that this did not cause any harm or risk to the patient's health.

Manufacturer narrative:
The investigation is in progress. It is unk whether a sample is returning; one has been requested. The customer's complaint history was reviewed for the period of (B)(4) 2009 through (B)(4) 2010; this is the third event reported regarding this issue for this facility. As the customer did not retain the finished goods lot number, device history and lot history could not be reviewed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).